Event description:
Pt underwent arteriogram and percutaneous angioplasty. The perclose arteriotomy closure device was used to close the right groin puncture site due to the pts anticoagulation with coumadin and elevated international normalized ratio. The needles for the system were only partially withdrawn through the catheter when one became lodged in the surrounding soft tissue. The device could not be moved without risk of damage. A surgical exploration and removal of perclose device was done by a cardiovascular surgeon (cut down). A second perclose was deployed to close the artery, skin sutured close. The pt did well, but was observed overnight (extra day of hosp stay) for observation.